Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, within a bicuspid valve with borderline anatomy suited for a 29-34 millimeter (mm) valve, the native valve was predilated with a 20mm non-medtronic (nucleus) balloon. The 29mm medtronic transcatheter valve was then attempted, but the valve would not open. The valve was recaptured, a second pre-dilation was performed with a 24mm non-medtronic (nucleus) balloon. The 29mm valve was attempted again but was ¿highly¿ constrained and moderate paravalvular leak (pvl) presented. The valve was deployed and recaptured a total of 3 times all due to pvl and without improvement. As result, this 29mm valve and delivery catheter system (dcs) were removed. A non-medtronic 26mm transcathetervalve was implanted with a residual mild leak. Following the valve implant procedure, a left bundle branch block (lbbb) was identified. No treatment was reported. As reported, the procedure was prolonged and the lbbb had prolonged the patient¿s hospital stay. Prior to the valve implant procedure, the patient¿s hemoglobin measured 10.2 grams per deciliter (g/dl). However, two days following the procedure, the hemoglobin measured 7.8 g/dl. Following a blood transfusion, 1 unit, the hemoglobin was 9.2 g/dl. As reported, the hemoglobin issue was related to the procedure and not related to a medtronic product. The hemoglobin had prolonged the hospitalization. No adverse patient effects were reported as result of the low hemoglobin. Three days following the valve implant the ECG noted widening qrs complex and the absence of p waves. The patient was discharged. However, in review of the discharge ECG, a broadening qrs complex and an absence of p-waves was identified. Four days following the non-medtronic valve implant the patient was readmitted for further monitoring. This same day an ECG noted a slight improvement in the pr interval of 144 milliseconds (ms) a qrs of 144 ms and heart rate of 67 beats per minute (bpm). However, as reported in an emergency setting, complete heart block was identified. On this same day a permanent pacemaker was implanted. Five days following the non-medtronic valve implant, a deterioration occurred with a pr interval of 166ms, a qrs of 148ms and a heart rate of 65 bpm. The patient remained in the hospital for further monitoring. Six days after implant procedure an episode of bradycardia with a heart rate of 31 beats per minute (bpm) was identified. Blood pressure was 104/47 mmhg. No immediate treatment was provided and the event resolved. As reported, the attempted medtronic valve was unlikely to have caused or contributed to the conduction/rhythm issues as reported this ¿was not an acute event¿. However, the pre-ballooning possibly caused the lbbb but unlikely the complete heart block. The active, non-medtronic valve possibly caused or contributed to the conduction issue as the block was delayed. The rhythm issues were reported as related to the procedure. No additional adverse patient effects were reported. Thirty-eight days following the non-medtronic valve implant and after the pacemaker had been implanted, a pacemaker interrogation noted bursts of atrial driven tachycardia/atrial flutter with the longest episode lasting 20 seconds. Medication changed from aspirin to a new oral anticoagulant. As reported, this was possibly related to the procedure but unlikely to the active non-medtronic valve. No additional adverse patient effects were reported. Additional information was received that the atrial flutter was resolved one month after it presented. Additional information was received that approximately one year following valve implant the patient's hb was back to baseline at 10.8 g/dl.